Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt4180 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported patient admitted to hospital for autotransplantation with team conditioning for relapsed diffuse large cell b lymphoma. The PICC line was placed on the right basilic vein and the statlock dressing was found in the patient's bed the day after placement. Only the allevyn adhesive dressing remained on the skin. An infusion was in place overnight. It is likely that pulling on the tubing when the patient was mobilized caused the accidental removal of the catheter. Clinical consequences: weak bleeding at the puncture site. Delay in chemotherapy treatment. Increased risk of infection for the patient. Placement of a 3-way central catheter in the subclavian position.